Event description:
It was reported that the user received a 20-unit meal dose from the ilet, had been under-announcing meals to reduce insulin doses, and subsequently experienced elevated glucose after eating fries and a small muffin. The issue was attributed to incorrect meal announcements affecting pump adaptation, and the relevant device component was the user interface. Symptoms included hyperglycemia with a peak near 254 mg/dl and no reported clinical signs or conditions beyond the elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user and clinician, and confirmation that a factory reset would be needed before future reuse. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure in meal announcements, and implicated the user interface in the interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.